Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - an exit block was diagnosed of the lv lead by crt control. The patient was asymptomatic. This lv lead was repositioned. Should additional information become available this file will be updated.